Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow. The tubing sets were being used to deliver unspecified IV solutions. The cair clamps were used to regulate the flow rates. After unspecified length of time in use, the nurses noted the pts' catheters were clotted. The customer contact stated the nurses " think they have slowed the infusion when in reality they stopped it." The catheter and tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. All affected customers were notified via a device info letter dated sept 20, 2007.